Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The legal manufacture was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. It was noted that there was damage to the area where the foreign material was detected. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in cf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in cf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the light guide lens. There were no reports of patient involvement.